Manufacturer narrative:
The lead was discarded. The reported event stated that x-rays were obtained to confirm potential mechanical damage to the lead at the anchor site. No lead migration was reported. These x-rays were not provided for review and analysis. A review of device logs confirmed that stimulation was temporarily not in use by the patient, likely due to the event. A definitive root cause for the observed lead damage could not be determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: uncomfortable changes in stimulation (over and/or under stimulation)... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray was obtained which confirmed a bend in the lead near the anchor, a lead revision was completed and therapy restored.